Event description:
It was reported that during a bariatric sleeve procedure, it was observed that the stapler malfunctioned mid-case where a failure occurred while loading reloads. A new echelon 3000 ech60l was used to complete the procedure successfully. There was a slight unspecified delay to get new device. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 11/19/2025. D4: batch #475d03. Additional information was requested, and the following was obtained: 1. Could you please confirm if the knife fully return to home position? - it was assumed knife blade fully retracted as device opened without issue after firing. 2. Was any physical damage identified on the cartridge? - no, a crack was only heard when removing the reload and they were unable to get another reload loaded even after visually inspecting the jaws and not seeing anything (it was noted the scrub tech was new). 3. Was the plastic portion of the cartridge damaged? - not visibly seen but again a crack was heard when removing. 4. Was the metal cartridge pan separated from the plastic portion of the cartridge? - not known. 5. Did any piece break off of the device? - nothing was visually seen from the reload that was removed or from the stapler. 6. Did it fall into the patient? - nothing fell in the patient, this all happened post stapler removal at the mayo stand when removing the reload to reload for the next fire. A new stapler was used to continue. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and without a reload present. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 475d03, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.